Event description:
Treatment of an avm with onyx. It was reported after an avm embolization with approximately 1-1.5 cm of onxy reflux, it was not possible to retract the catheter and the catheter was left in the patient. The next day during the surgical resection of the avm, the catheter was cut proximal to the avm; the physician attempted to remove the catheter but could not. In a subsequent attempt to remove the catheter, the catheter broke and a segment of the catheter was left in the patient. A stent was placed in the ica to fix the remaining segment in place. The patient is asymptomatic and is taking acetylsalicylic acid/clopidogrel.

Manufacturer narrative:
The device involved will not be returned for evaluation as it was discarded by the hospital. The cause for the catheter entrapment was likely due to the amount of onyx reflux. The onyx avm instructions for use (IFU) warns "in general, minimize the reflux to less than 1cm."